Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event. Erroneous low results were generated by the cobas 6000 e 601 module. The events involved a total of 2 patients with the following: two erroneous results for the elecsys toxo igm immunoassay. The patients' ages ranged from (B)(6) to (B)(6). There were 2 females.